Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -5.0/1.0/073 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection fund no visible damage to the lens. Device code 1494: off-label use - acd < 3.00mm should be added to the initial MDR. Device code 1494: off-label use - age < 21 years old should be added to the initial MDR. Claim#: (B)(4).